Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The investigation deemed compromised. Unit was marked "not for clinical use" and is recommended to be scrapped. Analysis of reports of this type has not identified an increase in trend.